Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having blood glucose of 318 to 500mg/dl and the pump alarmed sensor error while trying to insert a new sensor. Troubleshooting advised customer that was normal pump functioning. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer indicated that they are using a medication that led to their high blood glucose and declined to troubleshoot for this reason. No further assistance needed.